Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During an aca thrombectomy the physician was using an aristotle 24 guidewire when they noticed the wire unraveled and subsequently removed the wire from the patient. There was no patient injury as result of the malfunction.